Event description:
Medtronic received information regarding a navigation system going unresponsive while being used for a functional endoscopic sinus surgery (fess) procedure. It was reported that the 3d model disappeared while the physician was registering on the model. It was noted that the trace points could still be seen. The physician had to restart the system manually to continue using the system. There was a less than hour surgical delay and no impact on patient outcome.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735736 (software version: 2.1.0) h3, h6) no parts have been returned to the manufacturer for analysis. Applicable codes: b17, c20, d15 multiple fdd/annex a codes were reported. A11 was coded for the 3d model disappeared during registration. (B)(4) was coded for the system going unresponsive. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The system was serviced int he field and no fault was found. The system performed as intended. Applicable codes: b01, c19, d14 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3, h6: evaluation of the returned software logs determined that the reported behavior was not able to reproduce in-house. The plandata and syslog captured improper shutdown on the issue reported date but provided logs did not capture any corefiles, segfaults, page blocks, buffer I/o errors, gpu crash, or any other abnormalities on the issue reported date. There is insufficient information to determine whether a software anomaly contributed to the reported behavior. Evaluation codes b01, c19, d15 apply. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.